Event description:
Testing by user prior to use, followed by additional internal testing, led the conclusion that for versions (B)(4), (B)(4), (B)(4), and (B)(4), the treatment planning system on some specific occasions, reports incorrect dose distributions, isodose lines, and plan monitor units (mus) when physical wedges are used in the plan, and the doses are computed using convolution dose calculation. The problem is due to a defect in the software, during the wedge dose calculation initialization. The convolution dose calculation itself has been deemed accurate; dose calculation is only affected when physical wedges are used for treatment planning.